Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open low anterior resection the surgeon used the to anastomosis the bowel. The gun was closed and the line was well into the green. It was fired as normal but no crunch was heard. The gun had been fired plastic to plastic. The gun was removed and the bowel tissue was snagging on unformed staples and the anastomosis was incomplete. Lower anastomosis for the patient, the impact of this is unknown. The bowel was open in the abdomen so sterility was said to be compromised. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.